Manufacturer narrative:
The product was not returned for evaluation. Furthermore, the reported complaint involves the sterility of a dropped device after removal from the packaging during preparation for the procedure. Sterility of a dropped device cannot be confirmed in the evaluation lab and does not involve manufacturing records; therefore, an investigation will not be performed. This report is associated with MFR report number: 3005168196-2019-00202.

Event description:
During preparation for a coil embolization procedure, a pod8 and lantern delivery microcatheter (lantern) were inadvertently dropped on the floor and became contaminated. The pod8 and lantern were dropped prior to use and therefore, the procedure was performed using a new pod8 and lantern.